Event description:
The customer reported testosterone quality control (qc) failures and one calibration failed with bad fit involving the access 2 immunoassay system. The customer indicated system check was within specification. The customer discontinued analyzing patient samples on the instrument. The customer was unaware of any impact to patient results. There has been no report of erroneous results or patient consequence associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) performed preventative maintenance (pm) and noted the wash wheel vertical bearing was worn. The fse completed preventative maintenance (pm) major and resolved the reported issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue.